Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guiding catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other steerable guiding catheter (60308u241) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that during preparation of the steerable guiding catheter (sgc), the connection between the stopcock and sgc was loose, and if this were to reoccur in the anatomy, has the potential to cause or contribute to patient injury. It was reported that during device preparation of the sgc (60426u111), the stopcock would not stay tight on the sgc. A few different stopcocks were attempted, but would not stay secure. The sgc was not used and was replaced. The second sgc (60308u241) was un-packaged, but the stopcock again would not stay secure. A few different stopcocks were attempted. The sgc was not used, and was replaced. A third sgc was then successfully used with another stopcock (different manufacture than the first stopcocks used), and the procedure was completed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported for loose/intermittent connection (stopcock to luer) from this lot. All available information was investigated and the reported loose/intermittent connection may be attributed to variation in the non-abbott stopcocks used at the account; however, this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.